Event description:
No x-rays were taken of the patient's vns. The patient had generator and lead replacement surgery on (B)(6) 2012. The generator was replaced prophylactically, and the lead was replaced due to the high impedance. The implanting hospital reported that the generator was replaced prophylactically, and the lead was replaced due to lead discontinuity. Although product return is expected, the generator and lead have not been received by the manufacturer to date.

Event description:
The explanted generator and lead were received by the manufacturer on (B)(6) 2012. The return product form indicated the reason for generator replacement was prophylactic and the lead was replaced due to lead discontinuity. Product analysis of the lead has not been completed to date. However, product analysis for the generator was completed. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the generator.

Manufacturer narrative:
Date received by manufacturer, corrected data: the initial report inadvertently reported this date incorrectly. The correct date is (B)(4) 2012. The aware date was however, reported correctly.

Event description:
It was reported that a vns patient was presenting high impedance during an office visit on (B)(6) 2012, and the device was subsequently disabled on this date. No trauma or manipulation of the device is suspected. The patient has been referred for generator and lead replacement surgery, but it has not occurred to date. During a review of the patient's programming history in the in-house database, it was observed that high impedance was first detected on (B)(6) 2010.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Analysis of programming/device diagnostic history performed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not report that no x-rays were taken.

Event description:
The implant card was received for the generator and lead replacement surgery on (B)(6) 2012. It reported the reason for replacement was due to lead discontinuity, and lead impedance following replacement was okay. Product analysis for the lead was completed on (B)(4) 2012, which confirmed discontinuity of the negative quadfilar coil in the electrode region. During the visual analysis, connector ring inner silicone tubing and quadfilar coil appeared to be melted in half approximately 9 mm from the end of the electrode bifurcation. In addition, the connector and electrode (mating) ends as having the appearance of being melted. Scanning electron microscopy images of the connector pin quadfilar coil break show that pitting or electro-etching conditions have occurred at the break location. However due to metal dissolution and/or surface contamination, the fracture mechanism cannot be determined. Based on the obvious signs of mechanical damage on the coil surfaces, it is possible the thermally-damaged coils were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. The end of the connector pin inner silicone tubing appeared to be melted and the connector pin quadfilar coil appeared to be broken approximately 27 mm from the end of the electrode bifurcation. Scanning electron microscopy was performed on the remaining portion of the connector pin quadfilar coil break and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage and residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.